Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged front bezel. This had the potential to interrupt to delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged front bezel was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective main keypad. Appropriate action was taken to correct the reported problem by replacing the front bezel. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.